Event description:
The user facility reported that a safety malfunction occurred resulting in a needle stick. The needle partially locked (tip of needle did not lock, only the base). There was no patient injury and/or medical or surgical intervention required. Additional information was received on 31jan2025: the patient (staff member) was activating the needle against a hard surface. Testing for hiv, hepatitis c, and hepatitis b were performed. There was some blood loss, a drop. Staff (patient) was stable.

Manufacturer narrative:
A3b: gender: n/a, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: unknown, g4: PMA/510(k): n/a. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation was performed on the samples, and all passed. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of two (2) complaints for the same issue affecting 25g sg3 needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 25g mckesson needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no difficulties encountered during the activation. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.